Event description:
It was reported by the clinician that, "chemo reportedly stopped, pump shut down, patient didn¿t know to call. When the nurse stepped into the room the pump was completely off and did not alarm." The clinician did not know how long the pump had been shut off for. The clinician got a new pump and reprogrammed the medication. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.